Event description:
Procedure: 1. Directional atherectomy of the left anterior descending diagonal. 2. Stenting of the left anterior descending diagonal. 3. Insertion of intra-aortic balloon pump. Pt. With a strongly abnormal stress test and history of chest heaviness, who was catheterized today. The cardiac catheterization showed single vessel disease with a very large diagonal branch and a focal 90% lesion. Procedure: dr. Placed the #8 french introducer and the left main was cannulated with a jcl #8 french guide. The lesion was crossed with an atherectomy guide wire. A guidant atherectomy device was used with the maximal pressure of 30 atmospheres. The patient had several cuts taken with removal of plaque, however, a very large dissection was seen. There appeared to be some flow to the pericardium, thus a jostent was deployed over a 3.5 by 20 mm balloon. The stent was length 19. This sealed most of the dissection, however, there remained dissection distally, thus a second 12 mm jostent with a 30 balloon was attempted to be deployed. This stent came off the balloon in the left main. Eventually the stent was advanced further down the left anterior descending, but it did appear the original jostent moved backwards into the left anterior descending itself, sealing off the left anterior descending unfortunately. The stent could not be moved. The situation was then that the diagonal had excellent flow with sealing off of the dissection, but the left anterior descending has been put in stent "jail." Because the jostent is a coated stent, wrapped, although doctor could advance two wires into the left anterior descending itself, a balloon would not pass through the stent material. The patient continued to have chest heaviness and st segment changes throughout the procedure. Vigorous attempts were made to open the left anterior descending which were unsuccessful and cardiothoracic surgery was notified early into this case. The patient then had an intra-aortic balloon pump placed and the medical team was stabilizing them medically. Upon leaving the cardiac catheterization laboratory, the left ventricle end-diastolic pressure was 22. There was some mild chest pain still with EKG changes and the balloon pump was functioning normally. The medical team is waiting for the surgeon to come for emergency bypass of the left anterior descending. Their prognosis right now is guarded.